Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not boot up. During troubleshooting, fse checked the host pc and identified that, the cmos battery was weak. Fse replaced the cmos battery. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.